Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the infant circuit failed the pre-test. The customer alleges that there is a leak at the location where the cup screws into the housing (trap). No patient injury reported.

Manufacturer narrative:
Qn#(B)(4). Conclusion: a conclusion code could not be chosen. The complaint was confirmed, but the root cause could not be identified. A video was received as part of the complaint information. The video shows a circuit under water and it can be observed bubbles between the jar & water trap that appears to have a leak between both components. The device history record of batch number 74a1602675 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No non conformance reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled & inspected according to our specifications. Customer complaint is confirmed based on video provided that shows a circuit that appears to have a leak between the jar and the water trap. However, physical sample is necessary to conduct a proper investigation and determine the source of defect reported. If device sample becomes available at a later date this complaint will be updated.

Event description:
The customer alleges that the infant circuit failed the pre-test. The customer alleges that there is a leak at the location where the cup screws into the housing (trap). No patient injury reported.